Event description:
During a device change out, the vectors rv-svc and svc-can were found to be out of range. The vectors were switched to rv-can and ran a hvli test. The hvli was in range and consistent. The physician opted to leave the vector programmed rv-can. The svc coil was programmed off and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.